Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a unexpected restart alarm and another pump error. The customer¿s blood glucose level was 20 mmol/l and they treated it with syringe. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. Customer reported that the issue started yesterday for no apparent reason, they hardly ate and blood glucose was 27 and 26 mmol/l, customer reported that he was not felt great. Customer reported that the blood glucose eventually went down and when he was checked and filled the cannula they saw insulin but when they connected it there was no insulin. The customer was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will not be returned for analysis.